Event description:
Additional information received from the consumer reported that he was eating lunch when all of the sudden, the stimulation started to escalate on its own, making for a very uncomfortable feeling. The patient then turned the stimulator off. The patient went to the doctor who advised him to keep the device off. A few weeks later the patient tried the stimulator again and found that programs 1 and 4 no longer worked and he received no stimulation when on those settings. The patient went back to the doctor's office and the nurse found that programs 1 and 4 were not working. The patient was instructed to turn the unit off.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0t42p, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the therapy was effective but changed so that his symptoms are better without the implant turned on. It was noted that the patient also had a medication change, specifically gabapentin and tramadol in (B)(6) 2015. On (B)(6) 2015, the patient experienced an "episode where it felt like the stimulation was turning itself up," so they turned the implant off. The stimulation was "uncomfortable." At the same time, different programs were checked which determined that programs 1 and 4 did not elicit a stimulation sensation. No stimulation was felt on the programs even when the settings were turned all the way up, "which was different than before." Eventually the device was turned back on, but then later turned off again. "In the past," the healthcare provider (hcp) checked the patient's system and noted the "leads were in the parameters." The patient was indicated for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.